Event description:
The user facility reported that a portion of the sheath became separated during removal after an interventional procedure. Follow up communication confirmed that a surgical cut-down was performed to remove the detached portion of the sheath. Reportedly, there were no complications and "there was no negative outcome to the pt."

Manufacturer narrative:
The involved device was not returned for evaluation and the lot number is not known. Therefore, the failure investigation was limited to assessment of info provided by the user facility and evaluation of samples from random lots of the reported product code. Inspection and testing of samples from 3 random lots of the reported product code confirmed that there were no defects or anomalies. There is no indication that there was any relation to a pre-existing device defect. Although the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with the sheath having been damaged as a result of attempts to withdraw the device against resistance. The device labeling does address the potential for such an occurrence in the instructions-for-use. "Advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in qa for appropriate tracking, trending, and follow up.